Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawing, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The wire guide of the micropuncture transitionless access set was returned for evaluation in used and elongated condition. The solder connections were inspected for defects and damage and no non-conformities were noted. Inspection of the distal tip revealed the weld was present but was not connected to the core wire. The outer diameter of the coated coil was within specifications. The outer diameter of the ground wire was within specifications. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record for the finished product shows no nonconforming events which could contribute to this failure mode. There was one additional reported complaint for this lot number, unrelated to the reported failure. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
An international customer reported that a micropuncture transitionless access set wire shredded while being retrieved from the introducer needle in a 5 french micropuncture set. There was no indication of patient harm.